Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
The external device displayed low ipg battery. Troubleshooting is pending where the software will be updated.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information received indicated that the surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis. Actions have been taken to prevent reoccurrence.